Manufacturer narrative:
Expiration date: unknown. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The patient reported had icl lens implanted last month in (B)(6). The patient reported was having a problem with the lens in the right eye (od). No more information was provided.

Manufacturer narrative:
The doctor reported at the patient's last visit on (B)(6) 2017, the va was 6/6 be and refraction was plano be. The patient complained of a blur when he looked down, looking straight was ok. Visual field tests were performed and all were normal. Corrected implanted date: (B)(6) 2017. (B)(4).

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).